Manufacturer narrative:
Article titled: two fungal infections of inflatable penile prostheses in diabetics the additional patient referenced in the case report is captured under a separate medwatch report. As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information in the article, the patient underwent a revision procedure of a non-coloplast device due to difficulty inflating and deflating the scrotal pump. The non-coloplast pump was removed and replaced with a coloplast titan touch pump, leaving the remainder of the functional non-coloplast implant in place. Perioperative antibiotics were given and a mulcahy salvage procedure was performed. A rifampin and gentamicin coloplast dip was utilized for the newly implanted pump. Four months after the pump exchange operation, the patient returned to the clinic complaining of isolated pain in the area of the pump. The pump was found to be fixed to the scrotum with localized erythema. A 10-day course of antibiotics was attempted with no improvement in symptoms. The device was replaced with a malleable implant. Perioperative antibiotics were given. Purulent drainage was noted and sent for culture and grew candida glabrata. The patient experienced no complications postoperatively and the device was functional with no signs of infection at follow up appointments. Full details can be found in the attached article titled: two fungal infections of inflatable penile prostheses in diabetics.

Manufacturer narrative:
Complications reported were infection of the device with candida species, with the implant pump adherent to their scrotal skin. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information in the article, the patient underwent a revision procedure of a non-coloplast device due to difficulty inflating and deflating the scrotal pump. The non-coloplast pump was removed and replaced with a coloplast titan touch pump, leaving the remainder of the functional non-coloplast implant in place. Perioperative antibiotics were given and a mulcahy salvage procedure was performed. A rifampin and gentamicin coloplast dip was utilized for the newly implanted pump. Four months after the pump exchange operation, the patient returned to the clinic complaining of isolated pain in the area of the pump. The pump was found to be fixed to the scrotum with localized erythema. A 10-day course of antibiotics was attempted with no improvement in symptoms. The device was replaced with a malleable implant. Perioperative antibiotics were given. Purulent drainage was noted and sent for culture and grew candida glabrata. The patient experienced no complications postoperatively and the device was functional with no signs of infection at follow up appointments. Full details can be found in the attached article titled: two fungal infections of inflatable penile prostheses in diabetics.